Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator cannot turn on with the batteries. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator indicating that the device cannot turn on with the battery. The rse assisted remotely and it was determined that the device could not be turned on with the battery, but it works fine when connected to the power cord. The battery has been used for ten years and it was recommended to replace the battery. The customer has declined any further service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was advised to replace the battery to resolve the issue, the absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.